Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not duplicated. Review of the device error logs revealed that the ventilator inoperative alarm had been recorded on unconfirmed dates in 2016 since the occurrence and until the operation was restored. It was determined that the issue was caused by a faulty pca. The device's main pca was replaced to prevent reoccurrence. The unit passed all final test after repair. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.